Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: it was noticed by the medical staff that the pilot balloon on the et tube had deflated after intubation. Complaint states that another intubation was done successfully. No injuries reported.